Event description:
The customer observed unexpected false reactive vitros anti-hbs results on four ahbs negative patient panel samples processed across two vitros 3600 immunodiagnostic systems. Sample 1 vitros anti-hbs result= 13.17 miu/ml versus expected < 8.0 miu/ml. Sample 2 vitros anti-hbs result= 23.45 miu/ml versus expected < 8.0 miu/ml. Sample 3 vitros anti-hbs result= 26.40 miu/ml versus expected < 8.0 miu/ml. Sample 4 vitros anti-hbs result= 16.38 miu/ml versus expected < 8.0 miu/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The unexpected anti-hbs results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that unexpected false reactive vitros ahbs were obtained from four ahbs negative patient panel samples. There is no evidence that an instrument issue contributed to the event. The assignable cause has been determined to be a quality issue with the vitros ahbs reagent lot in use. The product was subject to field corrective action. (B)(4).